Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The issue was confirmed by the abbott representative. The patient stopped recharging the ipg for several months. The patient underwent surgical intervention on (B)(6) 2017 to remove and replace the ipg. Therapy has reusmed and the patient is satisfied.